Manufacturer narrative:
This report was filed by the MFR. Unable to determine the cause of the customer's reported leak because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported that the IV set leaked, resulting in "a hazardous drug spill". There was no report of pt harm or med intervention. No additional pt or event details were provided by the customer.